Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported that the time was off from a recent code as couldn't account for 5 minutes. The time configuration being off would not impact patient care. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.